Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported there was a change in therapy that occurred in (B)(6) 2015. The patient stated she was getting therapy, but still had pain. The manufacturer's representative (rep) came in and made changes, but the changes did not improve the symptoms. There was a sudden change in therapy and pain. The pain was present before the rep made programming changes, but the new programming did not improve the pain. For a while, the new setting seemed to work, but as the days went on, the patient could tell she liked her previous programming better. The new settings also caused her to have to charge more frequently because the settings drained the battery faster. An appointment with the healthcare provider (hcp) was scheduled for mid-july and the patient was to call the hcp to have them coordinate for a rep to be present. It was noted in the patient's medical history that she had unsuccessful steroid injections in (B)(6) 2015.